Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced fluctuating blood glucose levels. Customer woke up with a 60 mg/dl. Customer's blood glucose rose to 116 mg/dl prior to eating breakfast. Blood glucose stayed between 150-160 mg./dl after eating. The customer changed out infusion set and blood glucose levels stabilized. Customer was unable to provide the infusion set manufacturer.